Manufacturer narrative:
A manufacturing evaluation was completed: the part was received with a broken shaft, where the shaft meets the knob (the laser weld is intact). The top surface of the knob is heavily pitted, dinged, and uneven. A portion of the threads on the shaft are damaged and appear to be stripped. Isimac machine company manufactured the helical blade coupling screw, part number 357.377, and lot number is10413. At the time of original manufacturing, the parts conformed to inspection requirements. The product material was confirmed to be correct and the undamaged dimensions were verified to be within tolerance. Based on the unknown root cause and the evaluation performed, the complaint condition is confirmed but not related to a manufacturing cause. The exact cause of this failure cannot be determined. Neither a manufacturing nor a design related failure could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the physician was placing and impacting the helical blade for tfn and the connecting screw for helical blade/ tfn with a hammer of 500 grams. When the physician was finishing to place the device, the connecting screw for helical blade was broken with clamps removed, the implactor and the part of connecting screw for helical blade for tfn. Prolongation of surgery 45 minutes, no patient harm and the affected parties of the devices were removed with clamps. This report is 1 of 4 for (B)(4).

Manufacturer narrative:
(B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: isimac machine company manufactured the helical blade coupling screw (part number 357.377, lot is10413). The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number. No material record reports or non-conformance reports were generated for this lot. The manufacturing release date was november 23, 2009. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.